Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_966 - portico ng approval study, us0056 - 830 (r687736101, r689179401). It was reported that on 06 jun. 2022, a 35 mm navitor titan valve was successfully implanted. Following the placement of the tavr the patient developed heart block and required temporary pacing. A single chamber left sided pacemaker was successfully implanted later in the day to resolve the event. On (B)(6) 2022, the patient was found to be in heart failure with mild lower extremity edema. The patient had their home dose of torsemide and diltiazem held and will meet with their cardiologist to reassess their medication.

Manufacturer narrative:
An event of heart block and heart failure with mild lower extremity edema was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
(B)(6) - portico ng approval study, (B)(6). Subsequent to the previously filed report, additional information was received that the patient had cardiac amyloidosis and severe aortic leaflet calcification. The implant depth of the valve was: 3.87mm distance from the non-coronary cusp (ncc) to the ventricular end of the frame and 3.23mm distance from the left coronary cusp (lcc) to the ventricular end of the frame.